Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as confirmed through a chest x-ray. The lead also exhibited oversensing of noise which resulted in two inappropriate shock therapies. A surgical intervention was performed and this lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.